Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. Upon follow-up, the battery successfully charged after leaving the pump plugged into the power source.